Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician was unable to access the patient's epidural space during the patient's trial implant on (B)(6) 2020. As a result, the procedure was abandoned.